Manufacturer narrative:
(B)(4). The reported complaint of "no ECG signal available" is not able to be confirmed. No part was returned to teleflex chelmsford for inv estigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "no ECG signal available on iabp despite troubleshooting requiring iabp exchange". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "no ECG signal available on iabp despite troubleshooting requiring iabp exchange". No patient injury or consequence reported. The patient's current condition is reported as "fine".